Manufacturer narrative:
Follow up # 1/supplemental report text 02/03/2011. The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/11/2011: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging an unspecified error message on her one touch ultra 2 meter. The patient mentioned that the alleged issue with the meter began 3 days prior to contacting lfs. Due to the alleged issue, she had skipped her diabetes medication of dimichron (30 mg) at night. At an unspecified date and time after the alleged issue began, she developed symptoms of sweating, headaches and feeling shaky inside. She did not seek any medical attention or contact her physician for assistance. This was not the first time the patient was using the product. The customer care advocate (cca) assisted the patient and the alleged issue was resolved over the phone. Products were replaced. The complaint is being reported since the patient alleged that since she was unable to test her blood glucose, she withheld her night dosage of medication and at an unspecified time later developed symptoms suggestive of a serious injury.